Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right atrial (ra) lead exhibited a fracture and noise. The right ventricular (rv) lead exhibited a possible fracture, loss of capture and noise. The implantable pulse generator (ipg) exhibited elective replacement indicator (eri) and loss of capture. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.